Event description:
Procedure type: unk. According to the reporter: insufficiency of the anastomosis was observed between the eighth and ninth day post-operatively. No pt injury was reported. No further info has been provided so far.

Manufacturer narrative:
.